Event description:
Customer reported that she woke up with high blood glucose of 400 mg/dl. Customer stated that her infusion set and sensor were not working correctly and she changed then. Customer stated that the sensor was alarming lost sensor and the insulin pump was not communicating with the transmitter. Customer stated that she gave herself 12 units of insulin by manual shot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.